Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. It was reported that the dongle on the imaging system had been knocked off of the I/o panel on the imaging system, causing the reported issue. The dongle was reseated and the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. On or report disclosed to the public under the freedom of information act.

Event description:
A site representative reported that, while in a spinal fusion, the rotor would not rotate into position on the imaging system. The system was reported to not be able perform 3d spins, while fluoro images could be performed. Restarting the system resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.